Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The reported image malfunction was likely doe to broken camera cable. The broken camera cable may results in a signal transmission error. Omsc concluded that excessive stress on the camera cable due to user handling may have caused the broken camera cable. Omsc did not check the device history record (DHR) because the reported event may have been caused by the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image of the device was not displayed due to the breakage of the camera cable. There was no report of patient injury associated with this event.